Manufacturer narrative:
Device analysis results. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media review: media was provided and reviewed by bsc medial safety. The angiographic media review is consistent with the reported event description, including initial lad stent implantation, subsequent proximal stent deformation, removal of the deformed stent, and successful re-stenting of the lad with final timi 3 flow. However, based solely on the angiographic images provided, the underlying mechanism leading to proximal stent shortening and deformation cannot be definitively determined. Furthermore, the lack of complete supporting documentation limits the ability to perform a comprehensive procedural and device-use reconstruction. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. The complaint events occurred due to an adverse interaction between the promus premier stent and the nc balloon during the procedure. Attached to the complaint record were photo images of the severely stretched/damaged stent and a photo image of the outer box packaging. A review performed into the angiographic media review was consistent with the reported event description, including initial lad stent implantation, subsequent proximal stent deformation, removal of the deformed stent, and successful re-stenting of the lad with final timi 3 flow. However, based solely on the angiographic images provided, the underlying mechanism leading to proximal stent shortening and deformation could not be definitively determined.

Event description:
It was reported that stent material deformation was noted and required retrieval. A 2.50 mm x 38 mm promus premier drug-eluting stent was advanced for treatment. Ivus identified an atherosclerotic plaque with calcification in the proximal and mid lad, with a minimum luminal area of 2.28 mm. Calcium modification was performed using a wolverine 3.0 x 10 mm balloon at 20 atm with multiple inflations. A subsequent ivus demonstrated modification of the calcified plaque and an increase in luminal area. During advancement of an nc 3.0 x 8 balloon through the stent, the stent became deformed and additional balloons were required to cross and retrieve the deformed stent. The device was removed, and the procedure was completed with another stent. The patient experienced pain and discomfort but made a full recovery.

Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that stent material deformation was noted and required retrieval. A 2.50 mm x 38 mm promus premier drug-eluting stent was advanced for treatment. Ivus identified an atherosclerotic plaque with calcification in the proximal and mid lad, with a minimum luminal area of 2.28 mm. Calcium modification was performed using a wolverine 3.0 x 10 mm balloon at 20 atm with multiple inflations. A subsequent ivus demonstrated modification of the calcified plaque and an increase in luminal area. During advancement of an nc 3.0 x 8 balloon through the stent, the stent became deformed and additional balloons were required to cross and retrieve the deformed stent. The device was removed, and the procedure was completed with another stent. The patient experienced pain and discomfort but made a full recovery.